Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her son experienced stomach pain, vomiting, high blood glucose level and faced a bent cannula. Therefore, on (B)(6) 2022, at 12:00 pm, the patient was hospitalized due to diabetic ketoacidosis with blood glucose level over 400 mg/dl and had ketones. Further, the patient was transferred to the intensive care unit. During hospitalization, he received intravenous insulin drip as corrective treatment. After spending two days in the hospital, the patient was released. Currently, his blood glucose level was 156 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.